Event description:
Healthcare professional called to report a left side rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on may 27, 2024, with lot number 1164453. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening on patch/shell bond edge side assessed, as unidentified (tear) opening, shell thickness within specification. No other observations observed, no further actions are required.

Event description:
Healthcare professional, called to report, a left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/20/2024.

Event description:
Healthcare professional called to report a left side rupture. Device was explanted and replaced.